Manufacturer narrative:
The insulin pump had a motor error alarm during occlusion test and was unable to prime during prime test due to a faulty force sensor resistor. The motor passed the motor test. The device passed the displacement, basic occlusion, and no delivery test. The insulin pump received with normal operating currents. No unexpected low battery alarm or failed battery test alarm noted. The test minilink transmitter communicates properly with the insulin pump. No unexpected lost sensor alarm noted and the battery icons matched with the battery. The device had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm, a low battery alarm, and a no delivery alarm. The blood glucose at the time of the incident was 348 mg/dl. The customer complained that her insulin pump had a low battery alarm after day 4 or 5 and after changing the battery the issue continued. During the motor error alarm troubleshooting, the customer got a motor error alarm during bolus and basal. Troubleshooting was not able to resolve the issue. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. The device was returned for analysis.